Event description:
As reported, the user was unable to insert two 6/7fmynx control vascular closure device (vcd) into an unknown procedural sheath through the sheath valve because the sealant in the tube was pre-expanded and could not pass through the sheath. Hemostasis was achieved using another mynx control device. There was no reported patient injury. The device was stored and prepped as per the instructions for use (IFU). The device was used for vascular closure after a peripheral transluminal angioplasty (pta) procedure and used a retrograde approach. The deployer was mynx certified. The vessel diameter was verified to be greater than or equal to 5 mm in diameter and there was mild tortuosity and mild presence of pvd / calcium in the vicinity of the puncture site. The device was removed from the packaging as per the IFU. Additional information was requested but not provided. The device will be returned for evaluation.addendum: the sealant was exposed from the sealant sleeves on product evaluation.

Manufacturer narrative:
As reported, the user was unable to insert two 6f/7fmynx control vascular closure device (vcd) into an unknown procedural sheath through the sheath valve because the sealant in the tube was pre-expanded and could not pass through the sheath. Hemostasis was achieved using another mynx control device. There was no reported patient injury. The device was stored and prepped as per the instructions for use (IFU). The device was used for vascular closure after a peripheral transluminal angioplasty (pta) procedure and used a retrograde approach. The deployer was mynx certified. The vessel diameter was verified to be greater than or equal to 5mm in diameter and there was mild tortuosity and mild presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The device was removed from the packaging as per the IFU. Additional information was requested but not provided. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was received separated from the device and the procedural sheath was not received for evaluation to the device. The stopcock was observed opened, and the balloon was found fully deflated. Additionally, sealant was found fully exposed from the sealant sleeves, which were observed to have been severely frayed/split/torn outward as received. Per functional analysis, an insertion/withdrawal test could not be performed on the returned device due to the severely frayed/split/torn outward sealant sleeve assembly condition. The involved procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. In addition, a simulated deployment test was performed on the returned device per the mynx control IFU, step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. Button #2 was able to be fully depressed, and no issues were noted with respect to button 2. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification showed that the sealant was found fully exposed from the sealant sleeves due to the observed severely frayed/split/torn outward condition as received. The reported event of ¿mynx control system-impeded¿ was not confirmed through analysis of the first returned device since it passed functional analysis with the insertion/withdraw test. However, the event of ¿mynx control system-impeded¿ was confirmed for the second returned device due to the severely frayed/split/torn outward condition observed. Also, an additional condition of ¿mynx control system-deployment difficulty-premature¿ was noted to the second device due to the exposed sealant from frayed/split/torn sealant sleeves. The exact cause of the issues experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analyses, it is not possible to determine what factors may have contributed to the issue experienced and the exposed sealant noted during visual analysis of the second device. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) are possible since the first device could be inserted/withdrawn with no resistance felt and this could have contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant for the second device. It should be noted that the mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analyses, nor the information available for review suggest that the reported failure and noted condition could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.